Event description:
New information received notes that during a follow-up visit, a few out of range impedance measurements were seen between (B)(6) 2013. The patient is in good condition and routine follow-up will continue.

Event description:
It was reported that during a follow up, out of range hv impedance was observed. The hv lead impedance measured within the normal range once the svc coil vector was turned off. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.